Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a head tip damage was observed after the physician removed the catheter. There was no adverse event reported on patient.

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 20-dec-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a head tip damage was observed after the physician removed the catheter. There was no adverse event reported on patient. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided, a reddish material (presumably blood) was observed inside the pebax. This condition could be related to the magnetic sensor error issue reported by the customer. However, this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual inspection was performed, and damage (like a crack) was observed on the pebax surface with reddish material inside it. The damage on the pebax, could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The device was connected to the carto 3 system and the it was recognized correctly; however, the device was not visualized since error 105 appeared due to the damage on the pebax. A manufacturing record evaluation was performed for the finished device 31114606l number, and no internal action related to the complaint was found during the review. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. H6. Investigation conclusions code of ¿cause not established (d15)¿ was selected as related to the photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).